Event description:
A patient reported she did not have enough back fat to hide the device and their healthcare professional (hcp) attempted to implant the implantable neurostimulator (ins) deeper in the pocket, but was not able to. The patient stated they can feel the ins easily and move it around. The patient also noted they have lost weight since the implant surgery. The patient stated when they pulled their pajamas down the device flipped sideways. The patient added the ins does not fully flip over, but when it's flipped sideways it is easily visible and the patient is able to push it down flat again. The patient stated they have had some accidents because they do not have a large intestine and has a "tape pouch." The patient stated their healthcare professional (hcp) told them they would be lucky if the device helped 50% of them symptoms. The patient noted they will call back when they have access to their patient programmer. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.